Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the rubber around the up button on the side of the button is completely gone. Caller stated at this point she has to use her nail to press in and get it to respond. Caller reported the up button on the pump is intermittent in responding to presses. Caller stated the metal is visible and the button is completely gone and no longer rounded. No adverse event reported. Requested return of the alleged pump for evaluation.